Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150410106 work order (B)(4) was manufactured on 03-september-2019. (B)(4) parts were manufactured per specification and all raw materials met specification. No scrap associated with this lot. No reprocessing associated with this lot. 4 nonconformances associated with this lot. Nr-0134265 relates to a thermocouple calibration failure on seal006. Nr-0134328 relates to a photohelic gauge calibration failure. Nr-0139348 relates to incorrect operating parameters in the drag bowl process in the femoral value stream and had a ¿use as is¿ product disposition. Nr-0142098 was opened as there was no defined inspection method for ctq27 on attune ps product. None of the above nonconformances have a correlation to the complaint failure mode.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that patient was revised due to infected knee. Surgeon explanted components revising with articulating spacer. Doi: (B)(6) 2020. Dor: (B)(6) 2021. Left knee.